Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the date of manufacture as no product was returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
Medwatch (B)(4) received on a open reduction of humerus fracture reports: as surgeon was inserting a 4.5 mm cannulated screw partially threaded 56 mm into the pt's elbow, pieces of the screw thread began to break off into the patient's bone. Body of the screw retrieved.